Event description:
Patient's contacted dexcom technical support on (B)(6) 2015, to report that on approximately (B)(6) 2007, the patient went to the doctor and was prescribed iv3000 for a non-related dexcom issue. The patient's mother declined providing further information regarding the issue; however, stated that the prescribed iv300 is used to assist with sensor patch adhesion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).